Event description:
This is being filed to report the clip detaching from one leaflet and recurrent mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. The patient returned at a later date with dyspnea. Transthoracic echocardiogram (tte) noted the medial clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. The other implanted clip was still attached to both leaflets however appeared to not have a lot of posterior leaflet inserted. A second procedure was performed on (B)(6) 2022. One clip was implanted to stabilize the slda clip, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation cannot be determined. Additionally, the reported effect of mr and dyspnea are cascading effects of incomplete coaptation. The reported effect of mr and dyspnea are listed in the mitraclip instructions for use (IFU) which are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.